Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Gearbox isn't functioning which is causing the wheelchair to go in circles.